Event description:
It was reported that the patient potentially received two uncommanded boluses of 9 units each. No further information was provided. Three due diligence attempts were made for additional information and clarification without success. If additional information becomes available, a supplement report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus or to determine its root cause.lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.